Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma in april 2022 (specific date not reported). The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 18, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 05, 2023.